Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, omsc surmised that this migration is related to the constitution and symptoms of the patient. The instruction manual of the device has already warned as follows; do not use this instrument if this instrument and its retention status cannot be checked periodically after placement. After placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding.

Event description:
During a metallic stent placement procedure, it was found that the subject device that placed in the previous case migrated into bile duct. The user ceased placing the metallic stent because the migrated stent could not be retrieved. The user placed a spare stent, and completed the intended procedure. It was reported that there was no patient injury from the migration. No further information has been obtained. This is the report regarding the migration of the stent.

Manufacturer narrative:
This supplemental report is being submitted to additional information of the patient. After the event occurrence, the patient had a fever due to stent occlusion. Therefore, endoscopic retrograde cholangiopancreatography was performed again. As a result, the subject device which had been migrated into bile duct was removed and a metallic stent was placed.